Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The patient's physician determined the event was caused by a patient circuit disconnect that was not acknowledged for 30 minutes. The device was returned to the manufacturer for investigation. The ventilator passed all testing and was found to operate and alarm as designed.